Manufacturer narrative:
(B) (4). The facility biomed inspected the device following the incident and was unable to neither verify nor duplicate the reported failure. Biomed observed proper device operation. Physio-control evaluated the device and observed proper operation through functional and performance testing. The device was returned to customer for use. The biomed informed that the most likely cause for the reported incident to be user error, but a conclusive root cause of the event was not determined.

Event description:
It was reported that two lifepak 12 devices failed to provide defibrillation therapy to a patient in catheterization lab. The two devices involved in the incident ((B) (4) and (B) (4)) were reported to have failed to defibrillate five times (combined) before finally delivering a shock on the sixth attempt. It is unk which device delivered the first successful shock. Patient received multiple shocks thereafter, using one of the lifepak 12 devices. End users switched to a lifepak 20 device and continued patient treatment. The facility clinical manager informed that the patient was successfully converted and the reported issue had no adverse effects. This medwatch report addresses the (B) (4) device. Please refer to medwatch number 3015876-2010-00109 for the other device report.